Manufacturer narrative:
The returned device was evaluated against the print tolerance and it was observed that the inner blade was bent approximately .015". The blade was found to spin freely in an unloaded state. There was indications on the inside of the outer tip that the inner blade may have made contact with the outer blade which is the likely source of the shedding. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the blade was dull when resecting distal clavicle and small shreds of metal from the blade came off. The shreds were removed by the regular shaver. A back-up device was available and the surgery was completed successfully. A five to ten minute delay was experienced and no patient injury was reported.